Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that blood glucose was high at 506 mg/dl due to eating cake. Customer reported that insulin pump dropped to 79 mg/dl. Customer was advised to monitor blood glucose. Customer declined troubleshooting.